Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the order was not crossing over, and the medications were not available and were not on override. However, there were no delays or adverse events or injuries reported based on this event.